Manufacturer narrative:
The pump was returned to animas for eval. The down keypad button was intermittently responsive during testing. During investigation, the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow button requires several presses for a response. It was reported that the keypad is intact and the pump is not exposed to water.